Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The spin collar for the male luer was separated and not returned with the set. No other defects or abnormalities were observed. Due to the spin collar not being returned with the set a definitive root cause could not be determined. No damage was seen to the male luer. A device history record review could not be performed because a model and lot number was not provided by the customer.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
After unscrewing luer lock connector on quad site from patient's port for labs, the screwing luer lock connector immediately fell off. Quad site was infusing tpn/lipids. Fluids were clamped. Second rn was asked to grab another quad site. Quad site primed with saline and connected to line and port after labs were drawn. Infusion restarted. M/s charge and ivt manager notified to be aware of malfunction.